Event description:
It was reported that during a mid right coronary artery stenting procedure, after pre-dilatation of the mildly calcified lesion, during stent deployment, the balloon ruptured at 15 atmospheres. The device was removed without issue; however, a dissection was noted distal to the stent and was successfully treated with a xience v stent. There was no adverse sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported dissection and the relationship to the device if any cannot be determined, dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.